Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Delayed inflammatory reaction (inflammation). Case description: a published article in the united states entitled "animal-based hyaluronic acid fillers: scientific and technical considerations" plastic and reconstructive surgery november supplemental 2007, 27s-32s (clark, clifford p. Iii) was received on 19-feb-2008. The author mentioned that he had two delayed inflammatory reactions in more than 722 hyaluronic acid injections. One of those two pts received hylaform plus. Oral steroids were not effective for this pt and hyaluronidase was subsequently injected three times and appeared to be effective. No further information. Was provided.

Manufacturer narrative:
Report source literature description. Journal: plastic and reconstructive surgery. Author: calrk, clifford p. Title: animal-based hyaluronic acid fillers: scientific and tecnical considerations. Volume: 120 year: 2007 pages: 27-32.